Event description:
It was reported that the pca modules come back to biomed shop with a message "need calibration" within a short amount of time. It was reported that their biomed follows the procedure in alaris system maintenance software and use the alaris calibration sets for these devices and yet "they have still been coming back frequently with a "need calibration" message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,b,c,d codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pca modules come back to biomed shop with a message "need calibration" within a short amount of time. It was reported that their biomed follows the procedure in alaris system maintenance software and use the alaris calibration sets for these devices and yet "they have still been coming back frequently with a "need calibration" message. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative the actual date of event is unknown. Investigation summary: the report that the pca modules came back to biomed shop with a message "need calibration" was confirmed through a review of the device logs and was duplicated on both received devices when initial functional testing was attempted for this investigation. 8120 (pca module) s/n: (B)(6). The review of the patient controlled analgesia (pca) error log identified multiple error code 351.6760.0 (syringe not calibrated) events. The last error occurred on 03feb2023 at 11:15:08 am. Review of the pca event logs confirmed that on 27jan2023 between 1:12 pm and 1:32 pm, the pcu was put into maintenance mode and only the six (6) syringe calibration tasks were performed on the pca. On 30jan2023 at 10:17 am, the pca module was powered on attached to point of care unit (pcu) s/n: (B)(6). On 01feb2023 between 5:28 am and 5:33 am, the pca module was powered on attached to pcu s/n: (B)(6) three (3) times. The pca immediately alarmed with calibrate syringe message each time. At 5:40 am, the user channeled off the unit. On 03feb2023 at 11:15 am, the pca module was powered on attached to pcu s/n: (B)(6). The user attached the pca handset and the pca immediately alarmed with calibrate syringe message. 8120 (pca module) s/n: (B)(6) the review of the pca error log identified multiple error code 351.6760.0 (syringe not calibrated) events. The last error occurred on 26jan2023 at 7:38:23 pm. Review of the pca event logs confirmed that on 20jan2023 between 8:11 am and 8:21 am, the pcu was put into maintenance mode and only the six (6) syringe calibration tasks were performed on the pca. At 8:29 am, the user paused the device. On 26jan2023 between 5:28 am and 7:38 pm, the pca module was powered on attached three (3) times. The pca immediately alarmed with calibrate syringe message each time. Review of the pca module event logs and the customer supplied alaris system maintenance (asm) maintenance records indicated that only the six (6) syringe calibration tasks were performed on the two received devices during their last calibration prior to the reported events. Per alaris system maintenance ver. 12.3.0 user manual and alaris pca module technical service manual (dir 10000139942-00), a calibration must be followed up with a preventive maintenance or check-in task group to lock in the values and prevent the ¿syringe calibration required¿ error message from generating. After functional testing was attempted, the syringe calibration and preventive maintenance tasks were performed using asm v12.3.0 to clear the error message and perform functional testing on the devices. Both returned devices completed the calibration tasks successfully and test results showed both the devices passing all preventive maintenance tests as required. Function testing after syringe calibration and preventive maintenance tasks were performed with no errors or malfunctions observed. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the pcu during the alarm state. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the customer¿s report that the pca modules are coming back to the biomed shop with a message "need calibration" was identified as being due to incomplete calibration performed on the device. A calibration must be followed up with a preventive maintenance or check-in task group to lock in the values and prevent the calibration error message from generating.

Event description:
It was reported that the pca modules come back to biomed shop with a message "need calibration" within a short amount of time. It was reported that their biomed follows the procedure in alaris system maintenance software and use the alaris calibration sets for these devices and yet "they have still been coming back frequently with a "need calibration" message. There was no patient involvement.